Manufacturer narrative:
(B)(4).

Event description:
The customer contacted baxter's technical service with questions with program setting on pro card. The home patient (hp) manually changed the program setting causing the homechoice (hc) to do 6 cycles. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient has resumed therapy and his program is set correctly. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report a colleague infusion pump that had failure code 810:11. During service at baxter on 24 may 2010, a technician discovered that the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated. The event occurred during product evaluation. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 6.13.90, categorized as remediated. There is no further complaint information available.